Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss during durations of time. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received replaced battery alarm. The customer¿s blood glucose level was 185 mg/dl. The customer did not receive a low battery alert prior to the replaced battery alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Troubleshooting was performed. The customer was advised to the insulin pump would need to be replaced and they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.